Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda appears to be related to challenging patient anatomy (very restricted leaflet). The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip referenced in b5 is filed under a separate medwatch report number.

Event description:
Subsequent to the previously filed report, additional information was received the previously implanted clip had reopened from 30 to 40 degrees.

Manufacturer narrative:
Na.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 4. Xt (31129a1070) was implanted successfully. A nt clip (lot: 40207a1039) was also attempted to be implanted but during leaflet insertion the posterior leaflet could not be captured. The clip was removed. There was no reported tissue damage or other patient effects. Mr was reduced to grade 2-3. On (B)(6) 2024, the patient returned with severe recurrent mr. The previously implanted clip had opened reopened resulting in the recurrent mr. An additional mitraclip procedure was performed. A xt (31129a1070) was implanted however, after implantation the clip detached from one leaflet (single leaflet device attachment (slda)). The procedure ended with mr reduced but still severe. No further intervention was performed.